Manufacturer narrative:
This report is submitted on april 03, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2019. The patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
This report is filed on may 14, 2019.